Event description:
Report rec'd of an over-delivery of aggrastat. The pt had aggrastat infusing at 9ml/hour and heparin at 18ml/hour via two separate pumps. The two IV's were piggybacked together at a distal clave port closest to the pt and distal to the pumps. It was reported that the heparin and aggrastat infusions were hung at 2:00am on the day of the event. At some time between 5:00am and 6:00am that same day, the rn noted that the 250ml bag of aggrastat was completely empty. The pump display for the aggrastat infusion indicated that the total volume delivered at this time was 33.5ml. The heparin infusion was reported to have delivered without incident. A stat platelet level was drawn. The pt's platelet levels were monitored and reported to remain stable. No medical interventions were required. The pt suffered no adverse effects from the event.

Event description:
Additional info received via a voluntary medwatch report from the user facility. The report state: "pt was admitted for ami, was receiving both heparin & aggrastat therapy per an acclaim IV pump. (Abbott product). New bags were hung per rn at 0200, aggrastat to infuse at 9cc/hr. At 5:30 am it was discovered that all 250cc bag with the aggrastat had infused. Md notified, both meds d/c. This pt. Required additional labs and monitoring in critical care unit. It should be noted that that pump history read 33c had been delivered."